Event description:
It was reported that there were difficulties using the bd vacutainer® eclipse¿ blood collection needle. There were difficulties filling the tubes, and blood squirts into the one-use holder instead of the tube. The report is as follows, "staff at the site reported that they are not comfortable with using the 21g eclipse needle due to difficulty in filling tubes in patients with healthy veins. Post venipuncture, the first tube fills up with no problems, the second tube does not fill up as if there is no vacuum. The second tube was different with each venipuncture. Also had instances where the blood squirts into the one-use holder instead of the tube. Patients who have excellent veins are having to be pricked a second time."

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure modes for sleeve leakage and insufficient flow with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure modes for sleeve leakage and insufficient flow with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were difficulties using the bd vacutainer® eclipse¿ blood collection needle. There were difficulties filling the tubes, and blood squirts into the one-use holder instead of the tube. The report is as follows, "staff at the site reported that they are not comfortable with using the 21g eclipse needle due to difficulty in filling tubes in patients with healthy veins. Post venipuncture, the first tube fills up with no problems, the second tube does not fill up as if there is no vacuum. The second tube was different with each venipuncture. Also had instances where the blood squirts into the one-use holder instead of the tube. Patients who have excellent veins are having to be pricked a second time."